Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was admitted to the hospital due to a possible hairline fracture on their hip. They were transferred to a skilled nursing facility and were waiting for a replacement device. No further complications were reported as a result of this event.